Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, nose was observed on the atrial lead of an asymptomatic patient. Automated mode switch episodes were noted as a result. The noise was able to be reproduced through pocket manipulation. Device reprogramming was performed and the patient would continue to be monitored.